Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Contact stated that the saline bag was double clamped. Noted in treatment the venous blood line had clear fluid and the arterial blood line was clotted. Contact also stated that the nurse believed that the dialyzer was cracked in the membrane. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.